Event description:
A positive advia centaur (B)(6) result was obtained for a pt sample and confirmed using the advia centaur confirmatory assay. The physician questioned the results. Another sample that was received that same day from the same pt was tested. The results were reactive for (B)(6) but did not confirm with the confirmatory assay. The pts liver enzymes were all normal. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. A siemens rep examined the (B)(6) qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.